Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch # 788c89. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, the condition identified during the investigation of the reload received and has been correlated to the design. This condition will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 788c89, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife did not move forward when the device was fired on the 1st firing. It was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.